Event description:
It was reported that while in use at the patient's home, the ventilator alarmed continuously and displayed a system failure message. The caregiver reported that the ventilator did not appear to be delivering breaths. No manual ventilation was required when the patient was transferred to a second ventilator. No patient impact was reported.